Event description:
It was reported that a transcatheter aortic valve evfxplus-29 experienced a performance issue described as an infold. The valve was withdrawn from the patient and a new valve was used during the procedure. No patient complications have been reported as a result of this event. Additional information was received which indicated the following: a misload was not identified during the valve loading process, the infold was noticed on the first deployment attempt (at 80% deployment), recapture was only performed to retrieve the valve after the infold was identified, and the physician reported that the patient's anatomy that did not contribute to the infold. Additional information was received noting that the patient had an annulus perimeter of 75.5 mm and calcium at the left ventricular outflow tract and annulus. Additionally, there was a procedural delay. The procedural delay occurred because a new valve had to be loaded following the infold.

Manufacturer narrative:
Updated data: a4. B5. Added third paragraph additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve evfxplus-29 experienced a performance issue described as an infold. The valve was withdrawn from the patient and a new valve was used during the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that a transcatheter aortic valve evfxplus-29 experienced a performance issue described as an infold. The valve was withdrawn from the patient and a new valve was used during the procedure. No patient complications have been reported as a result of this event. Additional information was received which indicated the following: a misload was not identified during the valve loading process, the infold was noticed on the first deployment attempt (at 80% deployment), recapture was only performed to retrieve the valve after the infold was identified, and the physician reported that the patient's anatomy that did not contribute to the infold.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.